Manufacturer narrative:
The zimmer sterilization vendor procedures all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. With the info provided, a root cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product condition to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Consider the investigation closed.

Event description:
It is reported that the pt underwent a two stage revision for infection. The first stage occurred on (B)(6) 2009 and final components were placed (B)(6) 2010.